Manufacturer narrative:
Pressure switch.

Event description:
It was reported by service report that allegedly the cot is leaking hydraulic fluid. No pt involvement or adverse consequences are reported.